Manufacturer narrative:
Product analysis: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited early battery depletion. The right ventricular (rv) lead exhibited an increase in threshold values, non-capture, intermittent sensing of r waves and oversensing. A decreasing impedance trend dropped the impedance to low levels triggering a lead warning. Five days after the right atrial (ra) lead the right atrial (ra) lead warning triggered for low impedance values. The rv lead and ipg were scheduled for a replacement and the ra lead remains in use. No patient complications have been reported as a result of this event.